Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt cramps and pain ever since they walked through the security screening device from a (B)(6) store towards the end of the month of (B)(6). The patient also reported that ever since then, every now and then, they got an extra ¿stimulation¿ throughout the day. The patient was redirected to their healthcare provider to discuss the symptoms. No further complications were reported.